Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist identified that the data synchronization had not fully completed due to temporary network delays. The issue was resolved internally by the customer. And it was confirmed that the data synchronization had resumed successfully. The system functioned as intended after customer resolved the issue.